Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed compromised force sensor system alarm. Customer's blood glucose was 7 mmol/l. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The insulin pump received with operating currents within spec. Unit passed self-test, unexpected restart error test, rewind and displacement test. However, unit alarmed a33 during basic occlusion test due to slightly loose drive support disk. Device received with cracked case at display window corners, cracked case at reservoir tube window corners, cracked battery tube threads and minor scratches on lcd window.